Manufacturer narrative:
Device remained in patient. This is the final report.

Event description:
A report was received that the patient underwent a revision. The reason for the revision is unknown. After the surgery, the patient's revision site was very tender. After a few weeks, the patient was reportedly doing well.